Manufacturer narrative:
B3, g4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device cannot lock cassette. There was unknown patient involvement.